Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) removal was low during a patient's hemodialysis (hd) treatment. The patient's uf goal was set to 3500 ml, and the uf removal was only 500 ml. The ts representative advised the biomed to follow the uf problem identification procedures. Multiple attempts have been made to obtain additional information, and thus far, no further details have been provided.